Event description:
During a rotator cuff repair utilizing a tf ultra, 2 ubraid and ndls, 5.5mm ti it was reported that as the surgeon was inserting the anchor, the inner part or head of the anchor stripped. The anchor was removed and nothing broke off into the patient. No hole preparation had been performed by the surgeon. There was no backup device available. The surgeon drilled a new hole for a competitor¿s device and the case was completed. The initial hole was left empty without product. There were no reported patient injuries or complications.

Manufacturer narrative:
A review of the device history records was performed which confirmed no inconsistencies. One tf ultra, 2 ubraid and needles, 5.5mm ti was returned for analysis. The anchor was visibly damaged on the outside which appeared to be from the removal. In addition, there was a missing piece on the proximal end. Due to the condition of the device, it can be inferred that this happened during the removal of the device. The tip of the inserter appears to be fine. No site preparation was utilized and no confirmation of bone quality could be established. The reported stripping of the anchor is internal and was tested with a bone block. Eight devices of the same part number were inserted into 30/15 pcf bone block. No site prep was utilized. All devices were able to be fully inserted with no issue. The failure mode was not able to be replicated. (B)(4).